Event description:
A caregiver (cg) initially contacted baxter's technical service center (tsc) to report the patient had passed away. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 and the nurse reported: the patient's peritoneal dialysis (pd) therapy was discontinued on an unknown date in (B)(6) 2012. The patient reportedly died while in the hospital on an unknown date in august 2012. The peritoneal dialysis nurse stated there was no relation to the patient's pd therapy, homechoice (hc) device, or any baxter solutions since the patient has not performed pd therapy since (B)(6) 2012. Global pharmacovigilance (gpv) provided the following information obtained by homecare services: the patient's son reported that the patient passed away on (B)(6) 2012. The cause of death was reported as sepsis and infection/peritonitis.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. A batch review was not performed as the lot number is unknown. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if an autopsy was performed. The causality of the peritonitis was not reported. The following statement was provided in the initial MDR: the patient reportedly died while in the hospital on an unknown date in (B)(6) 2012. This statement is inaccurate as the patient expired on (B)(6) 2012.